Event description:
It was reported that the customer had a failed battery test alarm on the screen. The family member stated that the customer was hospitalized for high blood glucose, the customer's bg was high during his admission and the infusion set was not changed. Requested customer to rewind and prime and pump primed all the insulin out and the numbers did not show on the screen.